Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella implant and when connecting the pump with automated impella controller (aic), the failure message appeared ¿pump defective - please replace ¿. Therefore, the pump was exchanged. There was no patient harm.

Manufacturer narrative:
D9: updated as the pump was returned for investigation. The investigation for the pump not detected was completed. Clinical information reported the impella was defective after plug in. This did not occur on the new pump. No data logs were received. The product was returned intact and was connected to multiple lab consoles and the alarm did not reproduce. The pump was inspected and there were no visual abnormalities. The pump also ran in the lab with no issues. The root cause of the pump not detected was not determined as no data logs for the attempted case start were provided and the issue did not reproduce. D2: revised common device name as previously entered incorrectly on the initial manufacturer device report number: 1220648-2024-13069. D4: revised unique identifier (UDI)# as previously entered incorrectly on the initial manufacturer device report number: 1220648-2024-13069. G1: revised manufacturing site address line 1 and line 2 as they were previously entered incorrectly on the initial manufacturer device report number: 1220648-2024-13069. H1: revised as previously entered incorrectly on the initial manufacturer device report number: 1220648-2024-13069.